Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after changing the insulin pump's battery, the display did not return. They had tried more batteries but it did not come back on. Troubleshooting was performed for a blank display. They did not have a new battery to test the insulin pump. They will be sent a new battery cap. The device will not return for analysis.